Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room, when noise on the atrial lead that caused inappropriate mode switches and tracking (ventricular pacing) at high rates were observed. Programming changes were made. The patient was stable before and after the programming changes.